Manufacturer narrative:
It was reported that the customer was preparing the device to use it on a patient, but had issues with the forward flow. A getinge field service technician (fst) was sent for investigation on 2021-04-20/22 and could not reproduce the failure. The device was sent to depot department and the technician performed all tests which were passed successfully. The device was put back in use according to factory¿s specifications. According to the logfiles analysed by getinge life-cycle-engineering (lce) on 2021-07-23 the message "no flow signal" often appeared on the aware date. Therefore the failure could be confirmed. The instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor testifies that the bubble monitoring function test and the flow off-set calibration has to be performed before every use. According to the risk analyses v23 ((B)(4)) following root causes can lead to the reported failure: - bubble sensor not correctly plugged but recognized. - impaired calibration, initialization of the flow/bubble sensor. - insufficient fixation of the flow clamp. - sensors are disturbed by external electric or magnetic field (emi), ultrasonic system or overvoltage. Based on the investigation results the reported failure "no forward flow" could be confirmed, but not reproduced. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but not received yet.

Event description:
It was reported that it would not achieve forward flow after being put on a patient. No indication of actual or potential for harm or death was reported. Complaintnumber: (B)(4).